Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. On (B)(6) 2026, the patient reported that cgm values were low; however, exact cgm values could not be recalled at any time during the event. Believing he was experiencing hypoglycemia, the patient consumed food and drank juice. No fingerstick blood glucose (fsbg) measurement was performed at home. After eating, the cgm values reportedly continued to display low readings, and the patient began to feel lightheaded. No additional symptoms were reported. The patient presented to the emergency room (ER) for evaluation. A fingerstick bg reading obtained in the ER was 472 mg/dl, while the cgm continued to display low glucose values. Treatment provided in the ER for hyperglycemia included intravenous fluids (saline) and insulin. The patient remained in the ER for less than 24 hours, recovered, and was discharged home in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when cgm values were low. The reported glucose values fall within the d zone of the parkes error grid checked in the ER. No additional patient or event information is available.